Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tube broke when loosening the needle.the following information was provided by the initial reporter, translated from chinese to english: "the connection between the catheter tube and the needle was very tight, and the catheter tube was broken during the process of left and right loosening the needle. Confirmed with the rep, the needle didn't use for piercing in the patient's body"

Manufacturer narrative:
H6: investigation summary unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system tube broke when loosening the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: "the connection between the catheter tube and the needle was very tight, and the catheter tube was broken during the process of left and right loosening the needle. Confirmed with the rep, the needle didn't use for piercing in the patient's body".